Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigators were unable to confirm or duplicate the original complaint; during testing, the keypad buttons responded properly to user presses. The keypad was intact and undamaged. The keypad cover was removed and no contamination was found under the key contacts. No button contact defects were observed. The pump cover was removed and no evidence of internal moisture was found. The keypad latch was found to be fully closed. No damage to the keypad flex was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).